Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5038763) on 06-mar-2015. The most recent information was received on 05-aug-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pelvic pain/pain / right side hurts') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension and thalassaemia beta. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("uti problems/uti"), premenstrual dysphoric disorder ("ppmd"), hypersensitivity ("allergic reaction"), depression ("depression"), visual impairment ("vision problems"), dysmenorrhoea ("very painful periods"), menorrhagia ("heavy periods"), ovulation pain ("painful ovulation"), menstruation irregular ("to regulate periods"), ovarian disorder ("ovaries are flaring up") and paraesthesia ("tingling in arms, hands and feet") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary tract infection, premenstrual dysphoric disorder, hypersensitivity, weight increased, depression, visual impairment, dysmenorrhoea, menorrhagia, menstruation irregular, ovarian disorder and paraesthesia outcome was unknown. The reporter provided no causality assessment for depression, dysmenorrhoea, hypersensitivity, menorrhagia, ovulation pain, pelvic pain, premenstrual dysphoric disorder, urinary tract infection, visual impairment and weight increased with essure. The reporter considered menstruation irregular, ovarian disorder and paraesthesia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5038763) on 06-mar-2015. The most recent information was received on 14-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extreme pelvic pain/pain / right side hurts') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension and thalassaemia beta. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("uti problems/uti"), premenstrual dysphoric disorder ("ppmd"), hypersensitivity ("allergic reaction"), depression ("depression"), visual impairment ("vision problems"), dysmenorrhoea ("very painful periods"), menorrhagia ("heavy periods"), ovulation pain ("painful ovulation"), menstruation irregular ("to regulate periods"), ovarian disorder ("ovaries are flaring up") and paraesthesia ("tingling in arms, hands and feet") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, urinary tract infection, premenstrual dysphoric disorder, hypersensitivity, weight increased, depression, visual impairment, dysmenorrhoea, menorrhagia, menstruation irregular, ovarian disorder and paraesthesia outcome was unknown. The reporter provided no causality assessment for depression, dysmenorrhoea, hypersensitivity, menorrhagia, ovulation pain, pelvic pain, premenstrual dysphoric disorder, urinary tract infection, visual impairment and weight increased with essure. The reporter considered menstruation irregular, ovarian disorder and paraesthesia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: ovarian disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received. New reporter added. Removal details added. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.